Manufacturer narrative:
(B)(4). Date sent: 4/13/2020. Investigation summary the analysis results found that a harh45 device was returned inside the package without apparent damage. Upon visual inspection of the package, the seal area was noted to be completed. The event could not be confirmed.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: did the peeling compromise the sterility of the device? Yes. They had to open new device.

Event description:
It was reported that during an unknown procedure, the seal of packaging was peeling off. Surgery was not delayed due to the reported event. It is unknown how the case was completed. There were no patient consequences reported.